Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was unable to be performed because the receiver could not communicate with the global communication tool. The receiver case was opened for further evaluation. An internal inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of a hardware error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.